Event description:
It was reported to philips that the device could not start. The field service engineer (fse) was dispatched for device evaluation. It was determined the therapy pca needed replacement. There was no reported patient or user involvement and no adverse patient/user impact. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. There was no fault found with this therapy board.